Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a lead integrity alert (lia) and high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the connector pin of the lead became extrinsically damaged due to pulling/stretching/over stress. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with a pinch on tool on the connector and a bent connector pin. The bent connector pin could contribute to the impedance issue. If information is provided in the future, a supplemental report will be issued.